Manufacturer narrative:
Results: is based on evaluation of user facility information and the actual device; based on the retention samples from the reported and surrounding lots. Conclusions: is based on evaluation of user facility information and the actual device; based on the retention samples from the reported and surrounding lots. The sheath was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The retention samples from the involved product and the surrounding lots were visually examined and confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. The customer reported a similar event for another device with the same product code and lot number combination. See MDR number 118880-2016-00046. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was leaking out blood during a case; blood loss was less than 250ml; the procedure was completed; and the patient was reported in good condition.